Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was 233 mg/dl at the time of the incident. Troubleshooting was provided. The customer reported that the drive support cap was loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, unit alarmed compromised forced sensor system alarm during basic occlusion test due to slightly loose drive support disk.